Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics. The customer stated that for the few days prior to the event, he had been experiencing low blood glucose levels. The customer also stated that recently he had to be treated by a glucagon shot. The customer then stated that an ambulance had been called but he had not been hospitalized. Bolus amounts in the history did not match the daily totals. Nothing further was reported.